Event description:
A patient reported blood glucose results of 267 and 165 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient also reported that the ot ultra test strips were peeling when trying to insert them into the meter. No further information has been reported.